Manufacturer narrative:
Analysis was unable to confirm the reported faulty screen, however, the stylus connector on the micro processor unit (mpu) was loose. The mpu was replaced and the hard drive was re-imaged, reloaded, and the software was updated. Analysis also noted that the power cord bay door was missing and both keyboard hinges were broken. The damaged parts were replaced. The programmer passed all final function and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was faulty, the programmer stylus was not operating on the upper quadrant of the screen. The programmer was returned for service. There was no patient involvement.